Manufacturer narrative:
H6: the reported truepass needle, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the needle tip broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: application of excessive force during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the reconstruction of rotator cuff surgery, the device pinched the thread and then the sewing part of the device (self-capture door) broke. The procedure was completed with a competitor device. No significant delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.